Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the unit had an outdated pcb and power switch. The housing was also cracked. The investigator subsequently filled the tank with water, attached a temperature fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking from the housing) was confirmed during testing. The product problem occurred because of a crack in the enclosure near the drain fitting. This was causing the leak. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was damage (crack) to the device by the user. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking from the housing. The product problem was observed during testing/preventative maintenance. There was no patient involvement.